Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device receiving alert 113 (reduced water temperature control). Device not warming. Patient has been normothermic but has dropped below targeted temperature (tt) and water temperature (wt) was not responding. Remains in 30-31c range. Patient temperature (pt) was 36.1c, targeted temperature (tt) was 37c, water temperature (wt) was 30.6c. System diagnostics shows outlet monitor temperature (t1) was 31.1c, outlet control temperature (t2) was 30.9c, inlet temperature (t3) was 30.4c, chiller temperature (t4) was 10.6c, water flow rate (wfr) was 3l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 55 percentage, mixing pump command (mpc) was 0, heater 100 percentage, water reservoir level (wrl) was 3, system hours were 5787.3, pump hours were 5378.2. Advised to send to biomed labeled 113 for evaluation of heater. Swap out to alternate device. Per sample evaluation results received via task on 04sep2024, it was reported that unit reading no flow, but flow was observed through shunts.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a weak circulation pump. The device was evaluated upon receipt. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device receiving alert 113 (reduced water temperature control). Device not warming. Patient has been normothermic but has dropped below targeted temperature (tt) and water temperature (wt) was not responding. Remains in 30-31c range. Patient temperature (pt) was 36.1c, targeted temperature (tt) was 37c, water temperature (wt) was 30.6c. System diagnostics shows outlet monitor temperature (t1) was 31.1c, outlet control temperature (t2) was 30.9c, inlet temperature (t3) was 30.4c, chiller temperature (t4) was 10.6c, water flow rate (wfr) was 3l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 55 percentage, mixing pump command (mpc) was 0, heater 100 percentage, water reservoir level (wrl) was 3, system hours were 5787.3, pump hours were 5378.2. Advised to send to biomed labeled 113 for evaluation of heater. Swap out to alternate device. Per sample evaluation results received on 04sep2024, it was reported that unit reading no flow, but flow was observed through shunts.